Event description:
Plaintiff reports initial bilateral implantation 3/29/77 explant on 10/17/83. Plaintiff alleges various illnesses including, but not limited to, physicial pain, impairment, and suffering.